Event description:
Per plaintiff no.: (B)(6), "on or about (B)(6) 2002 , plaintiff had implanted as part of a posterior-lateral fusion screw instrumentation and rods"¿"on or about (B)(6) 2005, during a surgery for a nonunion of an l3 burst fracture, it was discovered that the rods had fractured."¿."patient has suffered: pain, suffering, and inconvenience¿physical impairment¿"the allegations of the complaint are unverified."

Manufacturer narrative:
The screw and rod system was not identified. The package insert contains the following possible complication for the health care practitioner. The list includes but is not limited to: bending, loosening or fracture of the implants or instruments; loss of fixation; -nonunion or delayed union; pain or discomfort. The package insert also recommends the following postoperative precautions: "the patient must be adequately instructed regarding the risks and limitations of the implant, as well as postoperative care and rehabilitation. The patient should be instructed in the limitations of physical activities which would place excessive stresses on the implants or cause delay of the healing process. The patient should also be instructed in the proper use of any required weightbearing or assist devices as well as in the proper methods of ambulation, climbing stairs, getting in and out of bed and performing activities of daily living, while minimizing rotational and bending stresses. The surgeon must consider removal of the implant after healing, as the implants can loosen, fracture or corrode even after fusion has occurred. The risk and benefits of a second surgery must be carefully evaluated." The allegations contained here-in have not been verified.